Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for patient treatment. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted 1 three-way foley temp sensing catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leakage on the return sample. The balloon deflated passively with no issues. The balloon concentricity was 60:40 the balloon concentricity was observed to be 60:40. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Drainage lumen was flushed, and no leaks were observed. This meets specifications per (B)(4) rev 13 due to balloon fill being complete with no holes or tears. This meets specifications due to no holes or damage being found on the shaft during testing. A device history record review was not required as the investigation was unconfirmed. Therefore, no additional action is required at this time. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water leaked from the foley catheter valve on the day of use. Per follow up mail on 17aug2021, it was a water leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the foley catheter valve on the day of use.